Event description:
As reported via the (B)(4) study, a patient experienced a non-st elevation myocardial infarction (nstemi). At the time of the index procedure, the angiography revealed 95% stenosis in the mid 1st obtuse marginal. The indication for the procedure was exercise in tolerance and patient's refusal to have coronary artery bypass surgery. The lesion was 18mm in length, class b2, and de novo. The reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atm and a 3.0 x 23mm cypher was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 20mm balloon at 15atm. Approximately two and a half hours after the start of the index procedure, the patient had an elevated troponin I of 1.44 (uln 0.78). All other pre and post index procedure cardiac enzymes were within normal limits. There were no reported procedural complications or adverse events and the patient was discharged the following day. Approximately 18 months after the index procedure, the patient experienced a nstemi. The mi was diagnosed based on troponin peak of 1.815. Angiography was not performed. The mi was treated with maximization of antihypertensive medications. It was reported that the events of mi and bleeding resolved after five days and were not considered to be related to the cypher stent.

Manufacturer narrative:
As reported via the (B)(4) study, a patient experienced a non-st elevation myocardial infarction (nstemi) approximately 18 months post index procedure. This is a (B)(6) female with medical history including hyperlipidemia, hypertension, lvef 40 - 50%, diabetes mellitus, and 3 vessel disease. At the time of the index procedure, the angiography revealed 95% stenosis in the mid 1st obtuse marginal. The indication for the procedure was exercise in tolerance and patient's refusal to have coronary artery bypass surgery. The lesion was 18mm in length, class b2, and de novo. The reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atm and a 3.0 x 23mm cypher was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 20mm balloon at 15atm. There were no reported procedural complications or adverse events and the patient was discharged the following day. Approximately 18 months after the index procedure, the patient experienced a nstemi. The mi was diagnosed based on troponin peak of 1.815. Angiography was not performed. The mi was treated with maximization of antihypertensive medications. It was reported that the event of mi resolved after five days and was not considered to be related to the cypher stent. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the patient had a bleeding episode which may have contributed to the reported event of mi.

Event description:
Addendum: additional information received from the site indicated that a patient experienced non st elevation mi and stroke approximately 31 months post index procedure. It was reported that the mi was diagnosed based on the elevated troponin value. This subject has severe cad and has been turned down for CABG twice due to the distal nature of the disease. Continuing medical therapy was advised. No diagnostic tests for cad were ordered or performed per the above rationale. The events were medically managed and ongoing and unchanged. The events were not related to the study procedure, drug, or stent in an investigator's opinion.

Manufacturer narrative:
Addendum: additional information received indicated that the patient experienced mi approximately twenty-eight months after the index procedure. It was reported that the mi was medically managed and the outcome of the event was unknown. The site reported this subject was not an invasive candidate, therefore, no catheterization was performed. As per the pi, the event of mi was deemed to be unrelated to the study device, procedure or drug, but the mi could not be dissociated from the study device since there was no intervention given and it was unknown what caused it. Complaint conclusion: as reported via the (B)(4) study, a patient experienced an elevated troponin I level post-index procedure, normocytic anemia due to anterior abdominal wall bleed, a non-st elevation myocardial infarction (nstemi), and another episode of bleeding. At the time of the index procedure ((B)(6) 2010), the angiography revealed 95% stenosis in the mid 1st obtuse marginal. The indication for the procedure was exercise in tolerance and patient's refusal to have coronary artery bypass surgery. The lesion was 18mm in length, class b2, and de novo. The reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atm and a 3.0 x 23mm cypher was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 20mm balloon at 15atm. Approximately two and a half hours after the start of the index procedure, the patient had an elevated troponin I of 1.44 (uln 0.78). All other pre and post index procedure cardiac enzymes were within normal limits. There were no reported procedural complications or adverse events and the patient was discharged the following day. Approximately nine months after the index procedure, the patient was diagnosed with normocytic anemia due to an anterior abdominal wall bleed. The patient was treated with a transfusion and the event resolved after four days. According to the investigator, the event was not related to the cypher stent and was captured as a non-complaint. Approximately 18 months after the index procedure ((B)(6) 2011), the patient experienced a nstemi and a bleed. The source of the bleed was not determined and was treated with a transfusion. The mi was diagnosed based on troponin peak of 1.815. Angiography was not performed. The mi was treated with maximization of antihypertensive medications. It was reported that the events of mi and bleeding resolved after five days and were not considered to be related to the cypher stent. Additional information received indicated that the patient experienced mi approximately twenty-eight months after the index procedure ((B)(6) 2012). It was reported that the mi was medically managed and the outcome of the event was unknown. As per the pi, the event of mi was deemed to be unrelated to the study device, procedure or drug, but the mi could not be dissociated from the study device since there was no intervention given and the etiology is unknown. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Addendum ((B)(6) 2013): additional information received through minutes indicated that on (B)(6) 2012 at 16:51, the troponin was 5.304 (nl 0.780, ratio 6.8); the ck and ckmb were not tested. On (B)(6) 2012 at 00:26, the ck was 114 (nl 211, ratio <1), the ckmb was not tested, and the troponin was 5.043 (nl 0.780, ratio 6.46). On (B)(6) 2012 at 05:43, the troponin was 4.205 (ratio 5.39). On (B)(6) 2012 at 11:13 the ck was 89 (ratio <1), and the ckmb was not tested. On (B)(6) 2012 at 06:02, the troponin was 3.796 (ratio 4.87). The ck and ckmb were not tested. On (B)(6) 2012 at 05:15, the troponin was 2.590 (ratio 3.32). The ck and ckmb were not tested. On (B)(6) 2012 at 05:16, the troponin was 2.015 (ratio 2.58). The ck and ckmb were not tested. The ECG core lab report is not available at this time. The cardiology was consulted on (B)(6) 2012 for non-st elevation infarct and administered heparin drip and ntg p.r.n in addition to her dual antiplatelet therapy. The cardiology consultation impression was of acute to subacute non-st elevation mi beginning somewhat within the last 24-48 hours. Please note that this new information does not change any reportability/determination of this file as the code for mi had previously been reported at the time of initial report. This is just to update additional supporting information as received through minutes. Updated complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced multiple events of myocardial infarction post index procedure. At the time of the index procedure ((B)(6) 2010), the angiography revealed 95% stenosis in the mid 1st obtuse marginal. The indication for the procedure was exercise in tolerance and patient's refusal to have coronary artery bypass surgery. The lesion was 18mm in length, class b2, and de novo. The reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atm and a 3.0 x 23mm cypher was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 20mm balloon at 15atm. Approximately two and a half hours after the start of the index procedure, the patient had an elevated troponin I of 1.44 (uln 0.78). All other pre and post index procedure cardiac enzymes were within normal limits. There were no reported procedural complications or adverse events and the patient was discharged the following day. Approximately nine months after the index procedure, the patient was diagnosed with normocytic anemia due to an anterior abdominal wall bleed. The patient was treated with a transfusion and the event resolved after four days. According to the investigator, the event was not related to the cypher stent and was captured as a non-complaint. Approximately 18 months after the index procedure ((B)(6) 2011), the patient experienced a nstemi and a bleed. The source of the bleed was not determined and was treated with a transfusion. The mi was diagnosed based on troponin peak of 1.815. Angiography was not performed. The mi was treated with maximization of antihypertensive medications. It was reported that the events of mi and bleeding resolved after five days and were not considered to be related to the cypher stent. Additional information received indicated that the patient experienced mi approximately (B)(6) received regarding the event of mi on (B)(6) 2012 though cec adjudication minutes. On (B)(6) 2012 the patient presented to the emergency room complaining of flu-like symptoms for three days including nausea, vomiting, diarrhea, fever and chills. The patient denied any chest discomfort, shortness of breath and reported feeling better after receiving dialysis in the emergency room. On (B)(6) 2012 at 17:51, the troponin-I was 0.873 (nl 0.780, ratio 1.1). The ck and ckmb were not tested. On (B)(6) 2012 at 01:24, the troponin-I was 1.509 (ratio 1.9). The ck and ckmb were not tested. On (B)(6) 2012 at 06:38, the troponin-I was 1.637 (ratio 2.09). The ck and ckmb were not tested. On (B)(6) 2012 at 05:11, the troponin-I was 1.385 (ratio 1.77). The ck and ckmb were not tested. The ECG core lab reported new, major anterolateral/apical st segment depressions of undetermined age, no new q waves and noted inadequate tracing quality due to presence of severe artifact. Echocardiogram performed on (B)(6) 2012 revealed lvef of 55-60%. The patient refused angiography, and was discharged three days later on dual antiplatelet therapy. The site reported a non-stemi. It was reported that the mi was medically managed and the outcome of the event was unknown. As per the pi, the event of mi was deemed to be unrelated to the study device, procedure or drug, but the mi could not be dissociated from the study device since there was no intervention given and the etiology is unknown. Additional information received from the site indicated that a patient experienced non st elevation mi and stroke approximately (B)(6) months post index procedure. It was reported that the mi was diagnosed based on the elevated troponin value. This subject has severe cad and has been turned down for CABG twice due to the distal nature of the disease. Continued medical therapy was advised. No diagnostic tests for cad were ordered or performed per the above rationale. The events were medically managed and ongoing and unchanged. The events were not related to the study procedure, drug, or stent in an investigator's opinion. Additional information received through minutes indicated that on (B)(6) 2012 at 16:51, the troponin was 5.304 (nl 0.780, ratio 6.8); the ck and ckmb were not tested. On (B)(6) 2012 at 00:26, the ck was 114 (nl 211, ratio <1), the ckmb was not tested, and the troponin was 5.043 (nl 0.780, ratio 6.46). On (B)(6) 2012 at 05:43, the troponin was 4.205 (ratio 5.39). On (B)(6) 2012 at 11:13 the ck was 89 (ratio <1), and the ckmb was not tested. On (B)(6) 2012 at 06:02, the troponin was 3.796 (ratio 4.87). The ck and ckmb were not tested. On (B)(6) 2012 at 05:15, the troponin was 2.590 (ratio 3.32). The ck and ckmb were not tested. On (B)(6) 2012 at 05:16, the troponin was 2.015 (ratio 2.58). The ck and ckmb were not tested. The ECG core lab report is not available at this time. The cardiology was consulted on (B)(6) 2012 for non-st elevation infarct and administered heparin drip and ntg p.r.n in addition to her dual antiplatelet therapy. The cardiology consultation impression was of acute to subacute non-st elevation mi beginning somewhat within the last 24-48 hours. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Updated complaint conclusion: additional information received from the site indicated that a patient experienced non st elevation mi and stroke approximately 31 months post index procedure. At the time of the index procedure ((B)(6) 2010), the angiography revealed 95% stenosis in the mid 1st obtuse marginal. The indication for the procedure was exercise in tolerance and patient's refusal to have coronary artery bypass surgery. The lesion was 18mm in length, class b2, and de novo. The reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atm and a 3.0 x 23mm cypher was implanted at 15atm. The stent was post-dilated per standard procedure with a 3.25 x 20mm balloon at 15atm. Approximately two and a half hours after the start of the index procedure, the patient had an elevated troponin I of 1.44 (uln 0.78). All other pre and post index procedure cardiac enzymes were within normal limits. There were no reported procedural complications or adverse events and the patient was discharged the following day. Approximately nine months after the index procedure, the patient was diagnosed with normocytic anemia due to an anterior abdominal wall bleed. The patient was treated with a transfusion and the event resolved after four days. According to the investigator, the event was not related to the cypher stent and was captured as a non-complaint. Approximately 18 months after the index procedure (9/10/2011), the patient experienced a nstemi and a bleed. The source of the bleed was not determined and was treated with a transfusion. The mi was diagnosed based on troponin peak of 1.815. Angiography was not performed. The mi was treated with maximization of antihypertensive medications. It was reported that the events of mi and bleeding resolved after five days and were not considered to be related to the cypher stent. Additional information received indicated that the patient experienced mi approximately twenty-eight months after the index procedure (B)(6) 2012). It was reported that the mi was medically managed and the outcome of the event was unknown. As per the pi, the event of mi was deemed to be unrelated to the study device, procedure or drug, but the mi could not be dissociated from the study device since there was no intervention given and the etiology is unknown. Additional information received from the site indicated that a patient experienced non st elevation mi and stroke approximately 31 months post index procedure. It was reported that the mi was diagnosed based on the elevated troponin value. This subject has severe cad and has been turned down for CABG twice due to the distal nature of the disease. Continued medical therapy was advised. No diagnostic tests for cad were ordered or performed per the above rationale. The events were medically managed and ongoing and unchanged. The events were not related to the study procedure, drug, or stent in an investigator's opinion. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.